Event description:
It was reported that the pt received first and second degree burns directly below the grounding patch during an ablation procedure. Medical intervention administered was silvadine cream. Prognosis of the pt was reported to be excellent.

Manufacturer narrative:
Grounding patch used was a valley lab model number e7506, lot number 110983.